Event description:
Boston scientific received information that, during a device change out procedure, this right atrial (ra) lead became stuck in the header of the device. The lead was subsequently damaged as a result of trying to remove the terminal pin from the header of the old device. The physician made the decision to abandon the lead and use a single chamber device. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.